Event description:
Upon removal from the packaging, a penumbra system 5max ace reperfusion catheter was found kinked prior to use. A new 5maxace reperfusion catheter was successfully used.

Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was fractured underneath the strain relief approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace was removed from packaging hoop and noticed kinked at the hub. Evaluation of the returned product confirmed the fracture described in the complaint. The penumbra reperfusion catheter 5max ace was fractured underneath the strain relief distal of the hub. This type of damage typically occurs when the device is mishandled during removal from the packaging or during preparation for use. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.